Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v585792, implanted: (B)(6) 2011, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had had stitches in the past to close the original incision of her surgery because it had opened up. No further information was reported. If additional information becomes available, a follow-up report will be submitted.